Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7092229.

Event description:
It was reported that the patient was experiencing overstimulation when changing postures and that the patient had pain and did not receive adequate stimulation due to leads that were pulled down from its original position which was confirmed through x-ray. The physician confirmed with patient that the coverage were great before the leads migrated. The leads were pulled out and discarded.